Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure the patient experienced a bleeding and the physician decided to cancel the procedure. It was reported that a faradrive sheath was selected for use. However, during advancement into the groin over a versa cross pigtail wire, the physician felt resistance followed by a sound. After performing the transeptal puncture, abnormal bleeding was observed at the groin site. It was confirmed that the bleeding came from the vein, not an artery. Due to the risk of anticoagulation worsening the bleeding, the procedure was aborted. The insertion site was successfully closed, and the patient remained stable throughout. No medical interventions were required. The device will not return for laboratory analysis.

Event description:
It was reported that during a procedure the patient experienced a bleeding and the physician decided to cancel the procedure. It was reported that a faradrive sheath was selected for use. However, during advancement into the groin over a versa cross pigtail wire, the physician felt resistance followed by a sound. After performing the transeptal puncture, abnormal bleeding was observed at the groin site. It was confirmed that the bleeding came from the vein, not an artery. Due to the risk of anticoagulation worsening the bleeding, the procedure was aborted. The insertion site was successfully closed, and the patient remained stable throughout. The device will not return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.